Event description:
It was reported that the patient's artificial urinary sphincter (aus) was revised due to unspecified reasons. A straight connector was removed. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.